Manufacturer narrative:
Investigation found that the battery compartment on rear case was corrosion causing the pump to turn on intermittently with new batteries and was hot to the touch. Rear case was replaced to resolve the issue.

Event description:
Info received indicates pump will not turn on and batteries will over heat even though the pump is off. However, when using the power supply, the pump will power up just fine.